Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, high, out of range impedance was noted on the right atrial (ra) lead. The atrial capture threshold also found to be high. When the patient presented for lead revision, the impedance measurement was high with external pulse analyzer. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were not confirmed. A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Additional information: d10.